Event description:
It was reported that the customer experienced a cartridge alarm with their tandem mobi pump during the loading process, which had occurred with consecutive cartridges. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer opted for a backup insulin pump as a temporary measure, while technical support arranged for a replacement pump to be sent. The customer was instructed on putting the current pump into storage mode prior to returning it and agreed to return it to tandem using the provided return box and label. Additionally, the customer requested replacements for discarded cartridges due to the alarm issue.